Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an audio alarm anomaly. The customer's blood glucose level was 195 mg/dl. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. Device also passed tone check and vibrate check on self test. No audio or beep anomaly or vibrate anomaly noted during testing. The unexpected bolus deliveries was not specified in the customer notes, unable to verify bolus anomaly. Device was monitored for three days. No unexpected bolus delivery noted during testing. Device was then programmed with multiple test boluses. All boluses delivered properly and were recorded in the daily history screen. No bolus anomaly or history anomaly noted during testing. Device had minor scratched display window, scratched case and a pillowing keypad overlay. (B)(4).